Event description:
A surgeon reported that a pt had mild light flashes on the first day following implantation of an intraocular lens in the left eye, but after the right eye rec'd an implant, then both eyes had glare symptoms. The pt reported that store lights made them sick, that they ran into bushes when driving, and that headaches developed with using a computer. The lens associated with this report was implanted in the right eye. The surgeon stated the pt had glare symptoms prior to receiving iol implants. Add'l info has been requested.

Event description:
Additional information was provided by the reporting surgeon. The pt was treated with pilocarpine and has been referred to another physician of further evaluation. The pt's visual acuity (va) prior to he event was 20/20, with glare testing 20/30 (12/21/2000). The pt's va after implantation of the iol was 20/02 (05/31/2001).

Event description:
The lens associated with this event was replaced. The surgeon stated the pt has slight glare but is happy with the outcome.